Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement and a revision procedure was scheduled. The lv lead was explanted and replaced and after the revision procedure, the right ventricular (rv) lead could no longer be re-connected to the cardiac resynchronization therapy defibrillator (crt-d), as the setscrew could not be tightened. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.